Manufacturer narrative:
(B)(4). Batch #:u5az0n. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open pneumonectomy, the knife did not return to home position after the 5th firing. The manual override lever was used to release the device. The knife reverse switch was not used. The cartridge color was black. The device was used on the bronchial tube. This event occurred after the last firing so that no other device was used to complete the case. There were no adverse consequences to the patient. No further information is available.